Event description:
During an endoscopy procedure, a cook instinct endoscopic hemoclip was used for hemostasis. The clip was attached to the tissue site but would not release from the clip deployment device. The clip was not able to be reopened for removal from the tissue site. The physician had to pull the clip off the tissue site. A device made by another company was used to proceed and finish the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial rptr, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved found the drive wire separated inside the handle. The proximal end of the drive wire was bowed indicating proper assembly of the securing component. Using hemostats to grasp the drive wire, the clip was open and closed. A slight increase in resistance was observed in the movement of the drive wire once the clip was pulled halfway into the housing prior to deployment. The device was advanced into olympus gif q20.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. Using the hemostats, the clip did successfully deploy on simulated tissue. The drive wire was removed from the device, visually examine, and determined that the drive was verified to be within the appropriate mfg specifications. The hook of the drive wire is intact. A product-specific discrepancy that could have cause or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: resistance encountered while attempting to deploy the clip after the clip is closed on the tissue (i.e. Difficulty with clip release) can lead to damage of device components such as the hook at the distal end of the drive wire or the security of the drive wire to the handle. The instructions for use instructs the user to verify smooth handle operation and clip operation prior to use. Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a corrective action has been initiated to reduce occurrences of drive wire disconnection. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends.